Manufacturer narrative:
Product analysis: multiple attempts to obtain additional information regarding the reason for explant and return of the device have so far been unsuccessful. The device has not been returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: multiple attempts to obtain additional information regarding the reason for explant and to obtain return of the device were unsuccessful. Based on the available information, the failed repair may likely be due to the patient¿s native valve, as the ring and native valve were replaced with bioprosthetic valve. The reported clinical observation does not indicate a potential manufacturing issue.

Event description:
Medtronic received information that one month post implant of this annuloplasty mitral band, the band was explanted and replaced with a bioprosthetic valve. No other adverse patient effects were reported.